Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported bottom tooth always feels a bit lose and doesn't stay in place. In addition, the patient reported noticed that one tooth always goes back to it's crooked position if patient don't wear lower aligner during the day.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.